Event description:
The customer reported that when fluoroscopy was performed, the screen would go black. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor was replaced. The system was then found to be working as intended and put back into service.